Event description:
During a right knee arthroscopy, and using the dyonics arthroscopic surgery 4.5mm incisor blade, noted a black residue on the meniscus from the incisor blade. Dates of use: 2009. Diagnosis or reason for use: during right knee arthroscopy. Event abated after use stopped: yes. Event reappeared after reintroduction: no.